Event description:
It was reported that the patient expired 10 days after implant. Device interrogation revealed multiple vt and vf episodes. The patient had a history of cardiomyopathy and vf. There is no allegation from a health professional that the death was related to the device. The cause of the death was unknown. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.